Event description:
It was reported that a burr was stuck in vessel. A rotablator rotational atherectomy system was used to treat the target lesion. During procedure, the burr was stuck inside an unspecified vessel. Snaring was done to pull out the burr.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).